Event description:
It was reported that a closed reduction under general anesthesia was performed due subluxation.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, (B)(6) details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, x-ray images, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported subluxation cannot be confirmed but is likely due to the joint instability which led to the revision (B)(6). However it was documented ¿the mechanism of the injury can only felt to be due to marked hyperflexion of the knee with distracting force resulting in the post becoming horizontal and jumping beneath the transverse bar of the box. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.